Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device lid to resolve the issue. The battery was also replaced. After observing proper device operation, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.